Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse inspected the unit and verified that both the options "preferences" and "open menus" was not registering touch. Fse performed touch screen calibration and verified that "preferences" and "open menus" were fully operational and within manufacturer specifications. Fse performed a pm, a full calibration and tested the unit. The unit passed all tests and calibrations to manufacturer's standards. The iabp was released for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) customer reported that the touch screen was not working. Customer tried changing the time and could not select the options on the touch screen display because the touch was not registering. There was no patient involvement.